Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-1555bc serial/batch number 14271248 was received for investigation. Visual evaluation found that the screw was cracked by the middle of the tread profile, and the hex geometry was damaged. A small protuberance was observed on the outside diameter close to the hex head hole. It is unknown the bone preparation. Per dfu-0111. C. Contraindications. Insufficient quantity or quality of bone the most likely cause of this event is device prying/leveraging during use. Per dfu-0111. Precautions. 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.

Event description:
It was reported that the screw broke off before insertion. There was no harm for patient, operator or third party reported. This was noticed before the surgery. No further information received. Update (B)(6)2023 nen: this event occurred during surgery. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.